Event description:
The reporter stated that the surgeon was inserting an eyeonics crystalens using a msi-pf injector and a mtc-60cfp cartridge and the back haptics tore off. The surgeon enlarged the incision to remove the lens and put in another crystalens and used a suture to close the incision. The pt did have a loss of bcva compared to preop bcva but was not worse than 20/40.